Manufacturer narrative:
In this report, section h - device problem code has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges kidney disease/ toxicity, liver disease/ toxicity and death. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.